Event description:
It was reported hat during priming, there was no flow on the main side and the cardio side of the unit. No pt was involved. (B)(4).

Manufacturer narrative:
A maquet field service technician replaced the hcu 40 pump patient wet end kit (70106.4729) and also the hcu 40 pump cardio wet end kit (70106.4728). Also the broken 3-way valves at the main and cardioplegia side were replaced. The unit was tested to factory specifications all tests were replaced successfully. A supplemental medwatch will be submitted if additional information becomes available.

Manufacturer narrative:
A maquet field svc tech will investigate the unit. A supplemental medwatch will be submitted when add'l info becomes available.